Event description:
The pt was not able to adjust stimulation. The icon "call you doctor" displayed. A power on reset (por) occurred. The pt was able to clear the por which resolved the issue. The neurostimulator (ins) was 50-70% full and the pt had excellent coupling efficiency.

Manufacturer narrative:
(B)(4).